Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported difficulty to remove was unable to be replicated in a testing environment as it was based on operational circumstances. The reported deflation issue was unable to be replicated in a testing environment due to the condition of the returned device. Based on a visual, dimensional and functional inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the information provided, the reported difficulties appear to be related to circumstances of the procedure and not a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Hypotension is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: av whisper es, powerturn. Guide cath: 6fr mdt launcher al1, cordis 6fr vista britetip ar 1. Sheath: 6fr terumo. Other: 6fr medtronic jl 4.0 and jr 4.0, kaneka thrombuster 11 6fr. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the proximal right coronary artery, with moderate tortuosity and moderate calcification. A 3.50x33mm xience xpedition stent delivery system (sds) was prepped with air aspiration outside the patient anatomy, and no resistance was noted during removal of the protective sheath or the stylet. Contrast mix was 20ml contrast and 40ml water. The 3.50x33mm xience xpedition sds was advanced and the balloon was inflated once to 14 atmospheres to deploy the stent. The balloon would not deflate, even after 30 seconds held negative pressure. The balloon was forcibly removed from the right coronary artery and maneuvered into the aorta. The stent balloon would not deflate at all, so it was burst at the descending aorta and then withdrawn. There was a clinically significant delay as the patient was unstable and treated with additional medications. Blood pressure was 77/31 and heart rate was 54, so the patient was treated with intravenous atropine and dopamine. A 3.5x33mm xience xpedition stent was implanted to complete the procedure. The patient was stable and discharged home after 1 day. No additional information was provided.